Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited high capture threshold and the guidewire failed to advance past the lead. The rv lead was not used and replaced during the procedure. There were no adverse consequences reported on the patient.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed while the stylet couldn't be inserted was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood. Electrical testing found no indication of conductor fractures or internal shorts. The lead was evaluated with the stylet and found restriction at the connector pin due to dried blood clogged inside the connector pin. The cause of the reported event of the stylet couldn't be inserted was isolated to the connector pin clogged with blood. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket (B)(4). The initial submission attempt was performed on september 23, 2022.